Event description:
The ventilator screen went blank and the ventilator stopped functioning, at a time when no one was touching or interfacing with the device. The therapist and rn were in the patient's room as this occurred and witnessed the event. The respiratory therapist began manual ventilation immediately. Another ventilator was brought to the room and the patient was placed on second ventilator. During the interim, the first ventilator had re-started on its own.====================== manufacturer response for ventilator, intensive care, drager evita 4======================error code 08.55.001 = net_sidisptask: address error means that something was going wrong with the ¿p of graphic controller pcb.recommendation: replace graphic controller pcb.